Event description:
Follow-up information revealed the patient is doing well postoperative and the issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost a significant amount of weight. As a result, he experienced pain at the ipg site. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his entire scs system was explanted. Please note: the actual event date is unknown.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.